Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The patient history buffer data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia, with blood glucose levels reading "high" (>27.8 mmol/l, >500 mg/dl). The pod had been worn for approximately four hours on the arm, during which multiple bolus attempts were made without effect. The pod was changed at 2 am, the patient's blood glucose levels remained elevated, prompting a hospital visit in the morning. Upon arrival, the glucose level had reduced to 18.8 mmol/l (338.4 mg/dl) the patient experienced symptoms including vomiting, chest pressure, shoulder discomfort, and impaired focus. . As treatment, she received 6 litres of IV fluids, approximately 24 units of insulin, and underwent blood testing. The patient was kept in the hospital overnight for observation.